Event description:
Discordant sodium (na) results were obtained on a dimn exl with lm instrument for two patients. The initial results were not reported to the physicians. The same samples were repeated on an alternate instrument and the corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument, instrument data and samples, the fse could not determine the cause of the discordant sodium results. The fse replaced the imt (integrated multisensor technology) rotary valve, diluent cap, diluent syringe and the imt diluent pump and solenoid valves. Qc was performed and in range. The instrument is performing within specifications. No further evaluation of the device is required.